Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer can not read the insulin pump screen and insulin pump not functioning as designed. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting and reported that insulin pump had crack at the bottom and right side at the top. It may potentially cause over delivery or under delivery of insulin. Insulin pump had crack on screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.